Manufacturer narrative:
(B)(4). Blank display due to cracked lcd glass on electrical board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.